Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, it was reported that the insulin gauge was inaccurate, resistance was experienced during the fill process, and that the cartridge was leaking. Customer's blood glucose level was between 58-500 mg/dl. Reportedly, the customer was able to successfully load a new cartridge and syringe to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.